Manufacturer narrative:
Evaluation summary: this event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. Post market vigilance (pmv) led an evaluation of one endo gia ultra universal 12mm single use instrument. Initial visual inspection of the instrument noted no abnormalities. Functionally, the instrument was loaded with an endo gia universal roticulator 60-3.5 single use loading unit. During the firing cycle, a skip was audible in the firing stroke. An access hole was cut into the instrument body for visualization of the firing rack. This examination noted sheared teeth on the firing rack. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: firing over tissue that is beyond the recommended thickness range. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Event description:
According to the reporter; during a procedure the surgeon was able to squeeze the handles of the stapler but the device was unable to fire. No injury was reported.